Event description:
Customer reportedly obtained a result of 74mg/dl on the advantage test system and approx 40mg/dl on the paramedic's device. No action was taken based on device result. Customer received a glucose IV. No quality controls were used. Requested return of suspect test system and replacement was sent. Information suggests comparison was performed in the home. Advantage test system: meter, strip lot 549531, exp 03/31/2008, cat/203065.

Manufacturer narrative:
Suspect device: comfort curve test strips.